Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the chair will not turn off with the joystick.

Manufacturer narrative:
Additional/updated information was added to reflect the joystick being returned to the manufacturer for evaluation. The result of the evaluation was that the joystick passed the bench test with all seating modules connected, and the original complaint issue could not be duplicated, so the complaint was not confirmed.

Event description:
The dealer stated that the chair will not turn off with the joystick.